Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the patient also had bilateral mild ptosis and capsular contracture, unknown baker grade,. Patient underwent bilateral removal and replacement with mentor gel implants. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information on 10/22/2019 indicated: left side baker grade: vi, and right side baker grade: vi. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 250cc silicone breast implants which the right side ruptured and 3 large axillary lymph nodes with silicone on the left side which occurred after implantation. Per MRI findings done on (B)(6) 2019 - intra capsular rupture on the right implant and 3 large axillary lymph nodes with silicone on the left implant. The issue was confirmed by the physician. As a result patient is scheduled for explantation on (B)(6) 2019. This report is for the left side.